Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional infromation

Event description:
It was reported that bd insyte-n autoguard catheter split. The following information was provided by the initial reporter: patient needed labs and an IV. 4 failed attempts with frayed/splayed IV catheter starts happened. Each time the nurse would go to advance the catheter off the needle the plastic catheter would split in 2 down the middle and not advance into the vein. The IV catheter is the insyte-n-autogaurd. Once we found a different lot number of the IV then we were able to get the labs and IV started on the patient. The issue was not a good one to have on admission though, causing the patient to be poked multiple times due to equipment/supply failure/malfunction.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4199752. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.